Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Black rubber-like foreign matter was clogging the nozzle. The foreign object was not from an olympus scope. No nozzle deformation or damage has been reported. Training on reprocessing methods according to instructions, for use is being conducted by olympus. There were no reports of problems with the training method. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual, chapter 3 preparation. And inspection prevention measures are described in the instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope blockage in channel. The event was identified during reprocessing. The procedure was completed using a similar device. There was no report of patient or user harm associated with the event. Subsequently during inspection it was discovered there was debris found air / water nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation was confirmed there was evident blockage in the air / and water nozzle channel. The blockage appears to be a black rubber like material. The likely cause was due to user handling. Additionally, the following was identified and is as follows: (a.) Light cover glasses adhesive was worn, (b.) The optical cover glass adhesive was worn, (c.) The outlet pipe condition was blocked, (d.) The distal end adhesive was worn, (e.) Delamination in the insertion tube was evident, (f.) The image illumination was uneven, (g.) The bending angle orientation in the up direction was out of specification, (h.) The bending angle orientation in the down direction is out of specification, (I.) The bending angle in the left angle direction was out of specification, (j.) The air channel volume had evident blockage, (k.) Water flow through the outlet pipe was outside of the required specification, (l.) The electrical safety test did not meet specifications, (m.) And the water channel volume failed and blockage was evident. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.